Event description:
Customer reported to beckman coulter, inc. (Bec) that ion selective electrode (ise) reference solution leaked from the unicel dxc 800 synchron system (dxc 800) and onto the floor. Customer indicated that a tubing was disconnected from the flow cell. Customer indicated the disconnected tubing appeared to be the ise reference tubing. Customer reported they then noticed the dxc 800 system generated erroneous sodium results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported they repeated the patient samples and the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the ise system for obstructions; no obstructions were found. The fse performed preventive maintenance.